Event description:
It was reported a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device with delivery system was selected and inserted into the watchman access system. The closure device was deployed and attempted to be implanted, but the release criteria could not be met after 9 recapture and redeployment attempts. The access system was changed from a single to double curve and the 27mm watchman flx laa closure device was used again. The closure device was deployed and as the release criteria were being assessed, thrombus was noted within the delivery system. The procedure continued and after the closure device was released, a long and thin thrombus was observed at the tip of the delivery system under echocardiogram. The patient's activated clotting time (act) was 255 seconds. Since the access system had already been pulled into the right atrium, the left atrium was reapproached with a septal puncture sheath and guidewire to attempt aspiration of the thrombus. Aspiration from the access system was performed repeatedly. Although the tip of the thrombus, which appeared to be linear, was confirmed to be pulled into the access system, it did not detach from the device and aspiration was unsuccessful. The cardiologist also rushed to the case and performed aspiration through a snaring device and access system in preparation for thoracotomy. Finally, the thrombus was recovered. The system was carefully observed with the echocardiographer to ensure that no thrombus remained, and the system was removed. A linear thrombus attached to the snaring device was observed outside the body. After waking up from anesthesia, the patient was responsive with no signs of impaired consciousness or other adverse effects.